Event description:
On august 12, 2009, the lay user/reporter, the patient's wife, contacted lifescan (lfs) to report the one touch ultra mini meter was displaying the 'apply sample' icon after correct blood sample application. On august 28, 2009, the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On the morning of the event in 2009, the patient noted the reported meter continued to display the 'apply sample' icon despite correct blood sample application to the test strip; he did not obtain a blood glucose reading. During that day, the patient took his normal meals. The patient controls his diabetes with the oral diabetes medication metformin 1000 mg, levemir insulin, and novolog insulin on a sliding scale. He patient noted that since he was unable to test his blood glucose levels, he guessed at the doses of novolog insulin to take that day. Sometime during the evening, the patient's wife went to their second home to retrieve his backup meter. In the next day at 2:00 am, the patient woke up reportedly experiencing the symptoms of sweating, weakness and disorientation. At 2:30 am, the patient used his backup meter to test his blood glucose level, and obtained the reading of 29 mg/dl. The patient administered self-treatment with oral glucose, and felt better afterwards. He did ot seek medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct and the test strips drew in the blood sample correctly. The issue was not resolved. The meter, test strips and control solution were replaced. The patient claimed he took estimated insulin doses after not being able to test his blood glucose levels due to the meter issue, and afterwards suffered symptoms suggesting severe hypoglycemia. The patient received treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.